Event description:
Healthcare professional (hcp) reports 2 incidents of a blood leak noted during initiation of hemodialysis treatments. The leaks occurred at the interface of the header luer lock and c3 bloodlines. The hcp reported staff tightened the connection and the treatments were completed without further incident. No pt injury or medical intervention reported.